Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump failed to power on. Investigation revealed a battery compartment crack and moisture ingress; leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s internal components. Unrelated to the battery compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, battery compartment moisture ingress, battery compartment leak, and moisture on the pump's internal components. The pump failed to power on. This report is made based on results of the investigation performed on (B)(6) 2015.